Event description:
Device wouldn't load into pump. Have had previous problems with this device and problem was supposed to have been remedied with a change to the handpiece.====================== manufacturer response for versajet, versajet======================spoke with the manufacturer to arrange to return the failed device, but manufacturer declined to return device indicating "we are aware of the problem and specifically with this lot number"